Manufacturer narrative:
The glidescope pgvl video baton 3-4 was replaced for the customer. The video baton was returned to verathon for evaluation. The technical service representative confirmed the video baton produced a flickering image when the video baton cable is manipulated. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Upon review of the device history records for the serial number (B)(4), it was determined that the device was manufactured on 04/07/2015 and the one (1) year warranty period has expired. Since the customer received a replacement video baton and there are no repairs available the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, there was an intermittent image. Reportedly the image cuts out when the video baton cable is manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.